Event description:
It was reported that the cartridge would not install onto the pump due to resistance. The customer stated that the cartridge had some sort of material in the grove of the cartridge. The customer was able to install a new cartridge successfully and resume insulin delivery. Customer's blood glucose level was not impacted.